Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display screen is faulty. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. The unit was able to power on but some led segments failed to illuminate. Internal inspection revealed corrosion on the system and mx boards due to fluid ingress. The system and mx boards were replaced and the unit functioned as designed.